Manufacturer narrative:
Initial and final MDR 1880704 - MDR 3003442380-2024-06292 - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. Both the event occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was 494mg/dl and patient treated it with correction injection via multiple daily injection (mdi) followed by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.